Manufacturer narrative:
On 2/14/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the gel contained in the device appears clear. Red and yellow material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 9.5 cm within a crease running from the anterior aspect to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red and yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left-mentor memorygel 350cc silicone breast implant. Catalog number 3503504bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor memorygel 350cc silicone breast implants which the right side ruptured, and issue with capsular contracture, baker grade IV after implantation. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3502254bc, serial number (B)(4), and right replaced with catalog number 3502254bc, serial number (B)(4) on (B)(6) 2019.